Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "plastic particles or plastic threads" (foreign body in pt). Product problem(s): "sees these particles or threads during surgery and removes them by aspiration" (particulates); "particles or threads in the eye post-op" (foreign material present in device). The surgeon reported there are plastic particles or plastic threads in the cpaks. The surgeon stated" he sees these particles or threads during surgery and removes them by aspiration" the surgeon also stated" he observed plastic particles or threads in pt's eyes postoperatively as well".